Event description:
The rep reported the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the tsw35 would not fire. It apparently locked up. The case was completed by opening another tsw35. There was no consequence to the pt.